Event description:
This ra leas was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that this lead has a potential issue because of impedance - 400 but several spikes as -16000ohms. Additionally, looks like rrt noise seen on ra egm. The physician was dr. (B)(6) at (B)(6) medical center sacramento in sacramento, ca. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).